Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the vad coordinator to complain about their controller. The patient claimed hearing an unknown alarm while he/she was taking a shower. After the shower, the patient was not able to see any parameters displayed on the lcd screen of the controller. The patient arrived at the clinic to meet with the vad coordinator but by that time the parameters were being displayed on the lcd screen once again. The vad coordinator noted that there was water behind the controller's cover. Log files were sent for evaluation. A controller fault was noted which changed the date and time accompanied by a controller re-start. Per clinical engineering, fault happened on event date. The controller was exchanged with no reported patient consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was without power for a maximum of 9 minutes and 9 seconds. Loss of power to the controller will trigger the display to become dark and show no parameters. Based on the risk documentation, a possible root cause of the controller failed alarm can be attributed, but not limited, to a communication failure between the user interface controller (uic) and the pump motor controller (pmc). A possible root cause of this communication failure can be attributed, but not limited, to a temporary memory corruption and/or fluid ingress. A possible root cause of the frozen time stamp can be attributed, but not limited, to a communication error that caused the uic to record the incorrect date and time. The loss of power to the controller likely reset the date and time to the correct timestamp. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, an intermittent connection on one or both power sources, and/or fluid ingress. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections. Product event summary: it was reported events of loss of power, unspecified alarms, date/time error and signs of water behind the lcd screen. The controller was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con101906, did not have the smr upgrade. Event files logged a power up event with the associated motor start on (B)(6) 2017 at 16:23:39 hours and 16:23:48 respectively. The data point prior to the loss of power revealed that bat309216 was connected to power port 1 with 58% relative state of charge (rsoc) and bat551966 was connected to power port 2 with 98% rsoc. The data point after revealed that bat309216 was connected to power port 1 with 57% relative state of charge (rsoc) and bat551966 was connected to power port 2 with 96% rsoc. A possible root cause of the loss of power and unspecified alarms can be attributed to a double disconnect of power sources from the controller. Additionally, analysis of alarm files revealed a controller failed alarm, indicating that a pump stopped and a sys_uic_comm_fail. The recorded alarm logged an incorrect date stamp; however, the alarm presumably occurred at the time of the loss of power as the batteries and cycle count are the same. The most likely root cause of the reported date/time error can be attributed to a communication failure of the user interface controller (uic). The event of water behind the lcd could not be confirmed as the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (con101906) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con101906, did not have the smr upgrade. Event log files revealed a power up event with its associated motor start on (B)(6) 2017 at 16:23:39 hours and 16:23:48 respectively. The data point prior to the loss of power revealed that bat309216 was connected to power port 1 with 58% relative state of charge (rsoc) and bat551966 was connected to powerport 2 with 98% rsoc. The data point after the loss of power revealed that bat309216 was connected to power port 1 with 57% relative state of charge (rsoc) and bat551966 was connected to power port 2 with 96% rsoc. Additionally, analysis of alarm log files revealed a controller failed alarm, indicating that a pump stopped and a sys_uic_comm_fail occurred. The recorded alarm logged an incorrect date stamp; however, the alarm presumably occurred at the time of the loss of power as the batteries and cycle count are the same. The controller failed alarm and date/time error can be attributed to a communication failure of the user interface controller (uic). The reported loss of power, unspecified alarms and date/time error were confirmed via log files review. However, the event of water behind the lcd could not be confirmed as the device was not returned for evaluation. A possible root cause of the reported loss of power could be attributed to a double disconnection or due to a loss of fluid ingress protection which leads to an electronic circuit failure and pump stop followed by an alarm. If information is provided in the future, a supplemental report will be issued.